Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called in via phone to get assistance with high and low blood glucose levels due to battery loss and pump error alarm. Alarms were cleared but patient refused troubleshoot on high and low blood glucose. Blood glucose reached a high of 260 mg/dl and a low of 53 mg/dl customer treated low with food. Customer was unable to stay on phone to troubleshoot.